Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding was confirmed; however, the exact cause of the infolding could not be determined from the limited films provided. Additional images during deployment of the bifurcate, and complete pre & post-implant CT¿s were not available for review; therefore, a comprehensive assessment of the patient¿s anatomy and current stent graft in-vivo configuration was unable to be performed. Review of a pre-implant film report revealed that the proximal neck was short, conical-shaped, angulated, with significant levels of thrombus seen along the entire neck length. The proximal neck diameter ranged from 30 ¿ 34mm along a 30mm length; the flow lumen diameter at a level 8mm below the renal artery measured ~25mm. The infrarenal neck angulation measured ~60 deg a-p. Complete images during implant were not available; a single still angiogram image during implant was returned. The film was non-contrast and low resolution, and stent graft measurements were limited and approximate. The endurant iis bifurcate had been implanted with the contra gate opening on the patient¿s right side. The bifurcate/contra limb appeared essentially straight in the viewable left-right axis. Per the calibrated ivus catheter the distance across the base of the suprarenal stents measured ~27mm. No other stent graft measurements could be accurately taken. A still ivus image and 2 short (15 sec) videos during pull-back of the ivus within the bifurcate were also returned, and the films confirmed that radial infolding of the bifurcate had occurred. The ID of the stent graft measured ~27mm, and the amount of radial infolding appeared to be ~1/2 the stent graft lumen ID. No other obvious stent graft issues were observed. Infolding of the bifurcate was confirmed. Although the exact cause could not be determined it appears most likely that oversizing of the bifurcate, implanting a 36mm bifurcate into a 30 ¿ 34mm proximal neck which contained thrombus and reduced the flow lumen diameter to ~25mm, most likely led to the infolding. The reported mal-position the loaded stent graft within the delivery system could not be confirmed, and it could not be determined if this potential issue may have contributed the infolding. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was noted the patient had a short neck indication. The neck length was 5mm, with a diameter of 30-32 mm. It was reported during the index procedure after the stent graft was implanted an ivus was performed. A fold was observed in the anterior portion of the graft from just below the proximal landing zone to just above the bifurcation. The physician elected to implant endoanchors due to the short neck indication and ballooning was performed. An angio revealed no endoleaks and ivus showed both lumens of the bifurcate were patent. Per the physician the cause of the event may have been anatomy related due to thrombus in this location. The physician also commented that the cause may have been potentially due to the position the graft was loaded in the delivery system. No additional clinical sequelae were reported and the patient will be monitored.